Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that the cone cap broke off. For investigation, one empty prefilled syringe, received without flow wrap packaging or a tip cap, was evaluated by the quality team. Visual inspection found the syringe barrel luer lok tip broken off; no other defects or imperfections were observed. Previous investigations have shown that applying excessive torque to the syringe barrel luer lok connection can induce this condition. A device history record review was completed for material number 306594, lot 5105344. The review identified no quality issues during manufacture of this lot that could have contributed to the reported condition, no related quality notifications, and confirmed that all processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned sample, the customers reported condition is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
During use, the cone cap broke off. One defective unit was identified. Additional information: please clarify, if the broken cap on the syringe was detected before use? Or did the tip of luer break off during use? Please send images/photos. Response: "broken during use."